Event description:
A hospital in foreign country, reported via a fisher and paykel healthcare ("fph") product specialist that a small 'hole' was detected at the expiratory tube connector of an rt340 adult evaqua breathing circuit, causing a marked leak to occur. Medical staff did not want to run the risk of changing the breathing circuit as the patient was very respiratory compromised on a treatment of 100% oxygen therapy, 15cm peep and nitric oxide therapy. Instead, hospital staff stuck some tape over the 'hole'. Upon request by fph for additional information, a nurse further reported that the leak was 'clearly' heard and felt via the 'hole' and that taping over the 'hole' appeared to stem the leak. The breathing circuit may have been in use for 1-2 days, but the exact period cannot be ascertained. The patient did not experience a loss of tidal volume. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a healthcare facility in foreign country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt340 breathing circuit was destroyed by the hospital and therefore, unavailable to be returned to fisher and paykel healthcare for investigation. Our analysis for this event is accordingly based on the event description and analyses of similar complaints. Results: hospital staff have described the potential source of the leak to what appears to be the glue port on the expiratory tube of the breathing circuit. The hospital further reported that they have discussed the appearance of this 'hole' with fph previously and advised, there was not usually a leak as a result of this 'hole'. We could not perform a lot check as no lot information has been provided. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. The glue port can appear as a 'hole' due to glue shrinkage when cooled. The apparent hole is within specification for this product. However, it is possible that further cooling of glue post-production can cause a leak to arise. Without the breathing circuit, we cannot verify the presence of a leak nor its source. Our monitoring and trending of incidents involving leaks in adult evaqua breathing circuits has a rate of occurrence in the last year. Specific events involving leaks from the glue port is an unusual occurrence.